Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system¿s flex vision computer was unable to boot, preventing a full system boot. Review of the system log file showed that a network ping error occurred between the host and the flexvision pc, which was determined to be caused by a faulty network card in the flex vision unit. To resolve this issue, fse replaced flex vision p, reinstalled operating system, application and firmware. The defective pc was returned to philips for analysis and found the failed component was sata cable due connected to wrong port on motherboard. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.